Event description:
It was reported that the ilet displayed recurring alert 42 indicating a motor current sense failure after a mobile app update, and the user attempted multiple restarts and supply changes without resolution. Symptoms included loss of insulin delivery due to device malfunction. Outcomes included device replacement and continued cgm use while awaiting the new device. Investigation included device history review and troubleshooting with restart attempts and supply changes, followed by data synchronization instructions. Investigation of this device revealed a suspected motor current sensing malfunction within the insulin delivery system consistent with an internal pump motor or sensing circuit issue. It was concluded that the cause was device component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.